Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device used in a veterinary case ¿ no patient information will be reported. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the united kingdom as follows: it was reported that on (B)(6) 2022, during a fetlock arthrodesis procedure, a part failed acutely under load. A part sheared off, which greatly affected the surgical procedure, causing a delay of 30 minutes. The case was completed by using a wire loop to the tensioning device. An alternative product was not readily available. There is no further surgical intervention planned, and the patient was reported to be okay. No further information is available. This report involves one articulated tension device with gauge-span 20mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that device tens-dev-artic span 20 was observed in used conditions, the hook disassembled from the arm hook and the pin broken, the fragment was observed attached to arm hook. A dimensional inspection for the tens-dev-artic span 20 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tens-dev-artic span 20 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: -plattenspanner/plate-clamp mit gelenken/with pivot se_196170 (current) -haken zu plattenspanner se_(current) - zylinderstift ø2.5x14.6 zu plattenspanner se(current) dimensional inspection: n/a device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.